Event description:
It was reported that bd maxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing with burette set noted to leak on the floor and air in line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received and tested by our quality team with the customer's complaint of torn tubing below buretrol chamber. The complaint was verified upon sample receipt and the sample was analyzed. The manufacturer was contacted and though there was no batch number to retrieve production history, this issue has been seen in the past as a failure that stems from excess solvent applied to tubing by operator during set assembly. This is the possible root cause of this failure. There has been a quality alert as further work instructions implemented since the production of this set to eliminate further occurrences of this failure. A device history record review could not be performed because a lot number was not provided by the customer.